Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Event description:
According to the reporter, during a lobectomy, the device started articulated in different directions and rotating after placing through the trocar. The battery was removed and reinserted, and a new reload was loaded, however, the issue repeated. A manual handle was used to complete the case. There was no patient harm. There was no delay in surgery time by more than 30 minutes. No reinforcement material was used. No device fragments fell into the patient cavity. There was no blood loss of 500cc or more due to the product problem. The patient is doing fine, no further complications.

Manufacturer narrative:
Manufacturer reference number: (B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one adapter and one handle. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned device. Visual inspection of the adapter noted one cracked solder joint. Visual inspection of the handle noted no visual abnormalities. Functional evaluation was not able to replicate the uncontrolled articulation reported by the customer. The most probable cause of the reported condition is the cracked solder joint observed during the visual inspection. A product enhancement has been implemented to prevent recurrence of this condition. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and reassessed at that time.